Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, upon opening the outer package of a flexor ureteral access sheath and dilators, it was discovered that the internal package was unsealed and there was no device in the package. The procedure was completed by using another new device. There was no impact to the patient. Investigation - evaluation. Reviews of complaint history, device history record (DHR), instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Photos of the labeled packaging, with the reported lot were provided. The product pouch had been opened (as reported) and it appears the package was originally sealed, as seal marks are present. The product marking is also present and had a small tear on the flap. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted and found controls to be in place. The products are inspected after packaging and sterilization and as the device is relatively large (35cm in length) an empty pouch would have been very apparent to an inspector. The seals are also inspected. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Cook has concluded a cause of the complaint cannot be established, it is not possible to rule out damage resulting in the product being lost or tampering during shipment. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the outer package of a flexor ureteral access sheath and dilators, it was discovered that the internal package was unsealed and there was no device in the package. The procedure was completed by using another new device. There was no impact to the patient.